Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and brain stimulation (dbs) therapy indications. It was reported that the patient had a stage 2 dbs procedure and the extension was damaged during surgery. It was replaced with a new extension and the issue was resolved. The broken lead was never implanted. There were no symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-20 by a manufacturer representative (rep). It was reported that the extension was bent during the stage 2 at some point. It is unknown how exactly/what caused the damaged extension. The surgeon requested a new extension.